Event description:
The customer states that one patient sample generated a falsely elevated potassium assay result on the architect c16000 analyzer. An initial result of 6.5 mmol/l retested at 4.7 and 4.7 mmol/l. No suspect results had been reported from the lab with no patient impact.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).